Event description:
It was reported the device displayed an error code 41622 during start up. No patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did not notice any external damage. The customer stated problem was confirmed. During the motor test pump went into error code 41622 right away. Noticed one of the plastic screws for the flex cable came off and was jammed in between the motor gears. The problem looks to be from previous repair cause the latch lock flex cable was replaced. Removed loose screw from latch lock flex cable and checked all made sure all screws for latch lock flex cable were tightened down to manufacture spec. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.